Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the twist clamp and main body was observed possibly caused by broken occluder feet beneath the twist clamp. However, there is not enough information in the photo sample provided to confirm or refute the reported leak at female connector. The reported separation was verified. The cause of the separation could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp (sleeve) of a minicap extended life pd transfer set which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for 25 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.